Event description:
It was reported that(6) devices were used during a gastrectomy. It was reported by the affiliate that the surgeon fired the tlc75 and the instrument did not cut as no cutting like was observed. The device also locked out on the third firing. It was observed by the sales rep that there were staples closed inside the trt75 reload. Another reload and a blade to cut were used to complete the case. The case was extended 15 minutes.